Event description:
It was reported that a visions catheter was used in a peripheral therapeutic procedure. During pullback, on the turn from the renal to the aortic, the tip separated inside the stent strut and got lodged. A longer sheath was used to attempt removal, but was unsuccessful. A stent was placed over the separated tip to secure to the vessel wall. This adverse event and product problem is being submitted because the visions catheter tip separated inside the patient, requiring additional intervention, but retained in patient.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions catheter was returned without the distal portion (distal tip, scanner, and portion of distal shaft). The returned proximal portion (portion of distal shaft, proximal shaft, luer, connector cable, and connector) measured approx. 180.2 cm of the working length. The distal shaft and inner member were stretched, broken, and bent. The expected overall length measurement should be 147.5 cm - 152.5 cm. However, the returned portion measured much longer than the expected length due to the stretched distal shaft. Block h6: the probable cause of the separated tip is damage caused by excessive force applied to the catheter. Strain, impact, and forces associated with use can affect the integrity of the device. The IFU states to use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.